Manufacturer narrative:
H6-clinical code: 4581-significant reduction of irido-corneal angles. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of irido-corneal angles. In a separate visit the lens was exchanged for a shorter length and the problem was resolved. Cause reported as unknown.